Manufacturer narrative:
Correction: upon further review of this record, it was found to be non-reportable. Based on the information available, there is not enough evidence to indicate a reportable malfunction occurred or that therapy was affected. No report will be filed with any regulatory agencies at this time. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date.

Event description:
The manufacturer received information alleging an obstruction alarm had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.